Event description:
It was reported that during a multi vessel interventional procedure, while attempting to place dilation balloon into a newly placed stent the guide wire separated. The balloon catheter was inflated within the guiding catheter to trap the guide wire segment against the wall of the guiding catheter. Withdrawal of the guiding catheter, and ballon retrieved the separated guide wire. The case was completed using another wire. Reportedly, there was no harm to the patient.